Event description:
The penumbra sys aspiration pump had a loose knob and the metal bolt was bent. The pump did maintain pressure at -20 mm hg, but the hosp thought it might fail in the middle of a case, so a back-up pump was used.

Manufacturer narrative:
Conclusion: the device is available for return and a f/u MDR will be submitted upon completion of the device investigation.